Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold and increase of threshold. The right ventricular (rv) lead exhibited high impedance and broken/cut lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.